Event description:
It was reported the customer received a button error alarm. Customer also reported moisture exposure and condensation visible behind their insulin pump's screen. The customer's blood glucose was 6 mmol/l. Customer's insulin pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
Button error alarm due to corroded keypad trace. Pump had moisture damage on electronics noted. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.